Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and pass. The receiver will boot and charge. Download receiver log: and pass. Perform functional test and pass. Receiver log review fail due to -rttloss. Take battery measurements. The complaint is confirmed because the receiver failed the log review. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.